Event description:
As reported, the balloon of this fogarty catheter was not symmetric and burst when the guidewire was inserted through the device, and latex balloon pieces were separated. The user did not find balloon missing pieces inside the patient but it could not be confirmed either that some pieces did not remain inside the patient. User is experienced on the use of these catheters using more than 2000 units per year. There was no allegation of patient injury. Patient demographics were requested, but not yet provided. Follow up has started for device return.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full evaluation. The report of balloon issue was confirmed. As received, balloon was found to be ruptured at central area. Balloon edges did not match at the ruptured region. Both balloon windings were intact. No other visible damage was observed from the catheter. Further investigation was completed by the engineers in the manufacturing site. A product risk assessment was generated. Balloon inspections are performed as part of the manufacturing process. Nevertheless, an acknowledgment was provided to the manufacturing personnel regarding this condition. According to the instructions for use, the balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. And, to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter according to the specification table. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.